Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/22/2023, an FDA medwatch notification was received via email. A risk manager from a facility reported that an ar-13995n multifire scorpion needle tip became dislodged during a procedure. This was discovered on (B)(6) 2023. No further information was reported. Additional information requested.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle, thus breaking the needle.